Manufacturer narrative:
Investigation results: conmed linvatec received the suture hook and confirmed the reported problem. The weld was inspected by the manufacturing engineer with no abnormalities found. It was noted that the broken tip was dull with pits. This is a limited reuse device and per follow up communication had exceeded the five (5) procedures recommended by the manufacturer. Based on the condition of the returned suture hook, this type of damage is indicative of excessive lateral force being applied during use. This product was manufactured in 04/2001 in a lot of 20 units. This is the first complaint for this part/lot combination. The evaluation conclusion of this event will be communicated to the event reporter. The instructions for use provides the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Additional info from the user facility report: 01/04/2011. Linvatec spectrum ii tissue repair system. Shutt 45' right. Linvatec corporation, 11311 concept blvd, largo, florida, 33773-4908. Nurse.

Event description:
Medwatch received from the user facility on (B)(4) 2011. Upon follow up with the risk manager, it was stated a copy had not yet been forwarded to the FDA. As per the risk manager, an internal investigation at the facility was performed and revealed the limited reuse device was used beyond the five(5) uses recommended by the manufacturer in the instructions for use for this device. It was also confirmed the pt is recovering with no permanent impairment. Per medwatch "during arthroscopic procedure to the right shoulder, the spectrum needle broke as it was being passed through the right capsule and labrum. The needle tip was not able to be visualized via arthroscopy. The entire tip had broken off through the needle base. The surgeon was unable to locate the needle tip arthroscopically and an open exploration was performed. The spectrum needle tip was not in the capsule but located sitting on the anterior rim of the glenoid in the periosteum. The entire piece of the spectrum tip was retrieved. Confirmed by x-ray. The pt tolerated the procedure well and went to the recovery room in stable condition."